Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-13545. It was reported the patient underwent surgical intervention wherein the remainder of the extensions were explanted and replaced. Therapy was established post operatively.